Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, some of the 6 reloads were stopping short of the cut line before finishing the firing, the user would squeeze the trigger again and it would complete the firing. After a couple days, the patient had a leak on the laparoscopic sleeve and was needed to bring back to the hospital to repair the staple line leak with suture and a stent. It was noted there was no issue with the shell.

Manufacturer narrative:
This event has been reassessed. The device within this reported event is no longer associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, six reloads were used, the first four that fired finished, the last two were stopping short of the cut line before finishing, the firing stopped as if it was completed but once the user pulled the trigger it finalized firing. The same handle and adapter were used normally with a new reload. It was noted there was no issue with the shell. After two days, the patient had a leak on the laparoscopic sleeve and was needed to bring back to the hospital to repair the staple line leak with a suture and stent.